Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was experienced. During an atrial fibrillation ablation procedure, while approaching the left atrium using the farawave pulsed field ablation catheter and operating it appropriately, the guidewire could no longer be pulled back despite the sheath and catheter being almost straight. Subsequently, the catheter and guidewire were replaced. The procedure was then successfully continued without any further issues. The device is not expected to be returned as it was contaminated.